Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the malfunction. The customer was advised to continue using the pump and to report if the issue recurred. There was no adverse impact to the customer¿s blood glucose level.